Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the returned device confirms the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned device confirms the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During a total knee replacement a size 9 rp/ps articular surface trial and a 9/10 8mm shim were broken. All pieces were retrieved and the case was not delayed. Patient consequence? No. Action taken for procedure:a new set of 9/10 instruments and trials were opened. Is the information being submitted for this complaint all the details that are known/available regarding this event? Yes.